Event description:
It was reported that balloon blade detachment occurred. The target lesion was located in the coronary artery. A 3.00mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, after 3-4 attempts, there was no deployment and there were no atherotomes on the device. The procedure was completed using an alternate device. There were no complications and patient fully recovered.